Event description:
The pt reported experiencing elevated blood glucose of over 500 mg/dl in 2009. The pt stated that the infusion does not display e4 (occlusion) errors and believes this is the reason for elevated blood glucose. The pt bolused through the infusion device and via insulin pen to lower blood glucose levels. The pt's normal blood glucose level is 100 mg/dl. No further info is available. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for eval.

Manufacturer narrative:
This incident occurred outside of the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.